Manufacturer narrative:
Mfrs investigation: a review of the mfg lot build records for the reported lot #2416445(mfg date 12/2011) shows 72,000 units were mfg, tested, inspected and released. The lot review show all visual, dimensional and functional qc lot testing met all specifications. There were no exception or rejection documents generated during the build. Conclusion: in the absence of testing the involved devices the exact cause(s) of this event is unk at this time, this report and the associated info have been entered in the mfrs database for analysis and trending.

Event description:
(B)(4) report received concerning leakage problem with use of one (1) b3300 microclave connector, IV tubing - triple lumen catheter (mfg make model unk). The report states "after administering IV medication via left intra-jugular triple lumen catheter, line flushed with 10ml sterile saline, flush leaking out of microclave connected to IV. After assessing, microclave was correctly applied and not loose. The line was clamped and new sterile microclave attached... No injury to pt". Although requested the involved b3300 microclave connector was not returned to the MFR for investigation and confirmation.